Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. Review of images provided along with visual examination of the returned femoral head denoted a remarkable worn appearance at the part. It was possible to identify a disassociation event since it was found that occurred a transfer of the titanium cup material onto the surface of the ceramic head. It is subsequent the liner disassociation and does not signify any product error. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had total hip replacement surgery in (B)(6) 2020. Patient check x-ray in (B)(6) 2021 showed correct anatomical placement of the shell and liner. The patient reported a ¿jolt¿ to the hip in (B)(6) 2022, and further described this as having ¿turned the leg into an unusual position which resulted in pain¿. Patient complaints of pain during ambulation. There was evidence of some metallosis shortly after skin incision, the acetabular liner had not dislocated from the acetabular shell and the ceramic head showed significant wear. It was necessary to use a saw to make a cut on the liner for the purpose of levering the liner to dislocate the hip and remove the head. The consultant examined the liner after removal and felt the wall of the liner had been worn considerably and ¿had thinned¿.

Event description:
Additional information received indicated that there was no cup malposition.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.